Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer was concerned with blood glucose test results when performing back-to-back blood tests; customer was concerned with the fact that the results taken in the house vs. Outdoors varied about 40 percent difference after walking. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/16/2026; product storage and open vial date were not provided. The meter memory was reviewed for previous test result history: result 1: 90 mg/dl date: (B)(6) 2024 time: 11:27am fasting. Result 2: 108 mg/dl date: (B)(6) 2024 time: 11:26am fasting. Result 3: 119 mg/dl date: (B)(6) 2024 time: 11:25am fasting. Result 4: 75 mg/dl date: (B)(6) 2024 time: 11:25am fasting. Result 5: 109 mg/dl date: (B)(6) 2024 time: 11:23am fasting. Result 6: 122 mg/dl date: (B)(6) 2024 time: 11:22am fasting. Result 7: 104 mg/dl date: (B)(6) 2024 time: 11:20am fasting. Result 8: 92 mg/dl date: (B)(6) 2024 time: 10:38am fasting. Result 9: 124 mg/dl date: (B)(6) 2024 time: 10:37am fasting. Result 10: 88 mg/dl date: (B)(6) 2024 time: 11:12am fasting.